Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer reported that they were stressed a few days before the hospitalization. The customer¿s blood glucose level at the time of admission was within the range of 400 mg/dl to 500 mg/dl. They were treated and released after 3-4 days. They were wearing the insulin pump at the time of hospitalization. Troubleshooting on the insulin pump had already been performed by their health care professional and the insulin pump was okay. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.